Event description:
The pt reported that they had missed their refill visit, which should have taken place approx 2 weeks ago, and now the pump was alarming. The pt reported a loss of therapeutic effect, an altered mental status, exaggerated rebound spasticity and muscle rigidity, respiratory arrest, and motor weakness. The pt was at home with in-home nursing care. The pump was used to deliver baclofen. The pt was encouraged to contact their hcp. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.